Event description:
Patient received multiple inappropriate shocks due to noise. Lead fracture is suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A complete analysis could not be performed due to partial lead returned measuring 43 cm from the distal tip electrode. The damage found was sustained during the surgical procedure.